Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - the initial implantation of the ICD in (B)(6) 2009 occurred as secondary prophylactic indication following survived sudden cardiac death. In (B)(6) 2011, the patient had to be resuscitated again and the device could no longer be interrogated. The patient later expired. The entire system was explanted as part of the forensic examination. The exact date of explant was not provided.